Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 498mg/dl and a correction bolus was delivered to address the bg level. The customer cleared the occlusion alarms and the occlusion alarms continued to occur until the customer performed a supply change to address the occlusion alarm. The customer successfully resumed insulin deliveries after the supply change. Tandem technical support (cts) educated the customer in regards to occlusion alarms. As the customer was not receiving an occlusion alarm when cts was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.